Manufacturer narrative:
(B)(4). The device was returned in a used and nonconforming condition. An examination revealed the extension tube had separated from the side lumen of the check-flo body with adhesive residue present on the tubing od. This device is inspected throughout the manufacturing process. Multiple process controls are in place to confirm the interface between the check-flo body and extension tube, which in this case had separated during use. Risk analysis has been performed resulting in corrective action being initiated based on prior similar complaints and implemented on (B)(4) 2011. Appropriate internal personnel have been notified and we are continuing our monitoring of complaints for similar events. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Quality engineering performed a risk analysis for this product family and failure mode, which concluded that risk reduction activities were recommended. As a result, CAPA was initiated based on prior similar complaints and implemented on (B)(4) 2011, which is prior to the manufacturing date of the complaint product.

Event description:
Customer reported by phone that the introducer was placed into the pt and blood came out and could not be stopped. The pt lost lots of blood but did not get injured. Pt outcome was not provided by reporter.